Event description:
Ra(right atrial) alead under sensing. Low p waves observed. Inappropriate atrial pacing impacting mode switch. Rv(right ventricular) lead impedance warning. Rv lead capture issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).